Manufacturer narrative:
Investigation: neither sample or photo was returned. The catalog# and lot# are also unknown making a DHR not possible to perform. The complaint could not be performed and the root cause is undetermined.

Event description:
It was reported that the safety device was not working and it had to be broken off to use the syringe with a unspecified bd ultrasafe passive needle guard syringe. The following information was provided by the initial reporter: safety device was stuck and they had to break it off to use the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety device was not working and it had to be broken off to use the syringe with a unspecified bd ultrasafe passive needle guard syringe. The following information was provided by the initial reporter: safety device was stuck and they had to break it off to use the syringe.